Event description:
Additional information later reported that per the office manager the patient was doing well as of a few weeks ago.

Event description:
It was reported that a knick in the spinal segment of the catheter was suspected due to puffiness around the incision site. The patient also reported being lightheaded and had a vasovagal response but the patient¿s pain was under control. This device system delivered morphine. Additional information has been requested including the resolution and patient outcome, but the information was not available as of the date of this report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n407167, implanted: (B)(6) 2014, product type accessory. (B)(4).